Event description:
After an implantation period of approximately 119 months it was reported that the lead was extracted due to low impedance, low sensing and high pacing threshold. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 53 cm proximal to the lead tip. The proximal fragment including the yoke and connector pins was not returned. The analysis showed that the insulation was found squeezed and damaged approximately 48 cm proximal to the lead tip and between 30 cm and 28 cm proximal to the lead tip. These insulation damages are assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the shock coils were found deformed, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.